Event description:
Bleeding was noted from catheter site. When examined hub and approx 1/4" portion of white hard catheter noted. Physician notified. Catheter hub removed and new one placed. Flexible tubing remained in pt. Surgeon consulted. Attempted to remove with forceps with negative results. Surgery performed on 3/29/94 for removal of flexible tubing.